Manufacturer narrative:
Pump received with lcd bleeding, minor scratched display window, cracked reservoir tube lip.

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother reported there was an irregular blotch underneath the time on the insulin pump's screen. Customer's blood glucose was unknown at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.